Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the screen was cracked. The device was unable to obtain and read oximetry readings. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over nine years with no previous reported issues related to this reported event.

Event description:
It was reported that display wil become intermittently blank without reason. Customer reported not being able to read any measures. It is unk if the device is able to engage in patient monitoring. There was no known impact or consequence to the patient.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.